Manufacturer narrative:
The reported event was confirmed as use related. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A potential root cause for this failure could be ."patient put on bedpan or other nonpermeable material." The device history record review was not required as the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "warnings: do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient developed with pressure ulcer from a purewick female external catheter and bedpan combo. No medical intervention reported. Per follow- up on (B)(6)2021, it was reported that the pressure injury occurred when nurse placed on a bedpan so patient could have a bowel movement. Due to their larger body habitus, having patient on the bedpan with the catheter in place caused a suction effect that in turn created a pressure injury. It was noted that the suction and injury as soon as they attempted to take patient of the bedpan. The pressure injury was to the outer buttock in the shape of the bedpan with most of the injury closed maroon discolored, but one portion was sloughed open to reveal an open ulcer. Barrier cream was ordered for the injury and patient was discharged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, f, g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient developed pressure ulcer from a purewick female external catheter and bedpan combo. No medical intervention reported. Per follow up on (B)(6) 2021 it was reported that the pressure injury occurred when the nurse placed on a bedpan so the patient could have a bowel movement. Due to their larger body habitus having the patient on the bedpan with the catheter in place caused a suction effect that in turn created a pressure injury. It was noted that the suction and injury as soon as they attempted to take the patient off the bedpan. The pressure injury was to the outer buttock in the shape of the bedpan with most of the injury closed maroon discolored but one portion was sloughed open to reveal an open ulcer. The barrier cream was ordered for the injury and the patient was discharged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed with a pressure ulcer from purewick female external catheter and bedpan combo. No medical intervention was reported.